Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported a flow sensor malfunction with the diaphragm stuck to the top of the sensor housing. There was no report of patient involvement.